Manufacturer narrative:
With a review of the available information there is no indication of any device malfunctions or performance issues that would impact the event. There is also no clinical evidence to suggest that a malfunction of the device caused or contributed to the reported event. The root cause of the reported event cannot be conclusively determined; though, clinical factors that may have contributed include the patient's previous medical history, anticoagulant therapy and related comorbidities. There are patient, procedural and pharmacological factors that may have contributed to this event. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Infection and sepsis are known potential complications associated with all patients implanted with vads as outlined in the instructions for use (IFU). The IFU addresses guidelines for optimal patient management including pre and post-operative infection control measures and driveline care. With review of the available information, a relationship between the device and reported event cannot be determined. Clinical factors including patient's medical condition and comorbidities may have contributed; there is no indication that it is related to any device manufacturing or performance issues. There is not evidence that pneumonia is related to usage of vads. The manufacturer will submit a supplemental report when new facts arise which materially alter information submitted in a previous MDR report.

Event description:
It was reported via the clinical database that on (B)(6) 2016 the patient presented to the ed with 2 days of worsening shortness of breath and worsening lower extremity edema. Vital in ed were temp 36.7c, hr 84, rr 29, bp 94/dop with pump parameters flow 4.7 l/min, speed 2840 rpm and 4.9 watts. The patient was started on antibiotic broad spectrum coverage and blood cultures were drawn. Patient was admitted for aggressive diuresis with bumex 4 ml/hr IV continuous until (B)(6) 2016. On (B)(6) 2016 due to sepsis the patient became hypotensive with bp 60/dop and was transferred to ICU and started on vasopressin @ 2.4 u/hr , ne @ 0.02 mcg/kg/min to maintain map goals (ne gtt to 0.08 mcg/kg/min). On (B)(6) 2016 infectious disease consult was done and suggested tee for source of sepsis. A surface echo on (B)(6) 2016 did not show any vegetations and patient's pacemaker and driveline sites do not have any external appearance of infection. No additional information available.